Event description:
Augmentation mammoplasty many yrs ago. Replicon 1990 under muscle ; replicon. Now has class iii capsule on right side with capsule coming up into axilla. In 2006, pt underwent bilateral capsulectomy & implant removal. Implants removed intact - no evidence of bleed or rupture or leaking - replaced with mentor silicone 325cc implants.